Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported that a layer of what looked like plastic peeled off the ceramic insulator and fell into the joint.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows extensive electrode wear with discoloration present around the spacer. There are scratch marks present on the cap and adhesive detached around the spacer. The cable has been severed prior to being received for evaluation; therefore, a functional test could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing damage to the adhesive around the spacer. The instruction for use (¿IFU¿) outlines warning and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.